Event description:
A report was received that the patient's battery could not hold a charge for long and could no longer get a double beep. Database analysis of the battery discharge revealed no anomalies. The charge profile showed signs of poor charger to ipg coupling and the charger thermistor triggering often which could delay charging times. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was doing well postoperatively.

Event description:
A report was received that the patient's battery could not hold a charge for long and could no longer get a double beep. Database analysis of the battery discharge revealed no anomalies. The charge profile showed signs of poor charger to ipg coupling and the charger thermistor triggering often which could delay charging times. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Sc-1110-02 (B)(4) device evaluation indicated that the device passed all tests performed.

Event description:
A report was received that the patient's battery could not hold a charge for long and could no longer get a double beep. Database analysis of the battery discharge revealed no anomalies. The charge profile showed signs of poor charger to ipg coupling and the charger thermistor triggering often which could delay charging times. The patient will undergo an ipg replacement procedure.